Event description:
Customer reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through various troubleshooting steps, which were unsuccessful. Consequently, technical support arranged to send a replacement tandem cable and wall adapter with two-day shipping. If the pump battery depletes before receiving the new supplies, the customer planned to consult their healthcare provider for an alternate insulin delivery method.